Event description:
The locking cap had the threads snap off while it was being put on with the black torque handle. The product was being used to the proper tension with the black torque handle. There was a spare implant in the case and it functioned properly. The surgery was completed with no harm to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.